Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a change sensor alarm and a keypad anomaly. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The sensor feature working properly. No sensor or keypad anomalies were noted during testing of sensor feature. The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. No unexpected restart of pump noted. The insulin pump was received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay.